Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to fse verify the issue and found the video connector cable on the back of the monitor had come loose. After tightening down the connecter the fse tested the unit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.